Event description:
Pt had open heart surgery. On assessment noted what appeared to be a burn/blistered area on right mid to upper back. Burn resulted from contact with hypo/hyperthermia temperature managementt system.